Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (disease progression; dilated aortic neck and iliac limbs). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression; dilated and angulated aortic neck and iliac limbs).

Event description:
An aneurx bifurcated stent graft was implanted for endovascular treatment of an abdominal aortic aneurysm approximately 69 months ago. Aneurysm and vessel morphology at the time of implant were not reported. Two years ago, the aaa was 6 cm in diameter, and is currently 8 cm in diameter. Currently, the aortic neck is 27 mm in diameter, and both iliacs are dilated with a diameter of 28 mm on the right and 21 mm on the left. It was reported that at a routine follow-up, a distal migration was noted, resulting in a proximal type I endoleak (ref pt. Identifier (B)(6)). Also, there are distal endoleaks at each limb (ref pt. Identifier (B)(6)). The cause of the migration and endoleaks was attributed to disease progression and seal zone dilatations, which led to a lack of proximal and distal seals. The physician implanted an aneurx aortic cuff, endurant aortic cuff and one flared endurant limb bilaterally. No additional clinical sequelae were reported, the patient is fine. Films were received and the evaluation was completed. The returned films were post stent graft implant demonstrating that the stent graft is within the aneurysm sac. There is a proximal and bilateral distal type I endoleaks due to lack of sealing.